Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+2.0/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a longer lens due to lens rotation. The problem was resolved.